Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken cable. There were no reports of patient injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end. Correction: section d was updated to reflect full batch/lot number as k10240912 0069. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-10-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.